Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level between 30 - 40's mg/dl; cause was not known. Customer was treated with intravenous fluids of saline to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.